Event description:
The svc report shows the customer reported that the 840 ventilator had a blank screen. There was no pt involvement. The covidein customer support engineer (cse) inspected the device and replaced the user interface (gui) pcb and backlight inverter pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).